Event description:
The user reported that during use of this arthro-knife in a pyloromyotomy procedure, the blade did not retract and as the knife was being withdrawn from the surgical site, the patient's liver was nicked/cut. The surgeon reported that there was no major bleeding and no intervention was needed.

Manufacturer narrative:
Investigation results: to date, conmed linvatec has not received the product to perform an investigation. A follow-up report will be sent.